Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense systems. The investigation revealed that on (B)(6) 2025 at 11:14 am, the sensor glucose (sg) value was 96 mg/dl, but no blood glucose (bg) value was entered into the system. The system did not alert the user with a low glucose alert as the sg value was above the low glucose alert threshold of 70 mg/dl. Although, the bg value was not entered into the system for confirmation in the dms, the patient did provide a screenshot which confirmed that the bg value at the time of event was 59 mg/dl. An analysis of the in-vivo raw sensor data revealed no anomalies. Furthermore, the system demonstrated good sg/bg matching from (B)(6). Based on these findings, the system was monitored for several additional days which confirmed sustained good agreement between sg and bg values. Root cause of the observed difference at the time of the event cannot be conclusively confirmed since there was no evidence of performance deviation. No further investigation was found necessary for this complaint. B4. Date of this report 17 oct 2025. G3. Date received by the manufacturer? 17 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of a hypoglycemia event where the system did not alert the patient due to possible sensor inaccuracies. The incident took place on (B)(6)2025 at 11:13 am. The patient reported that sensor glucose (sg) was 96 mg/dl and blood glucose (bg) value was 59 mg/dl. The patient self resolved the event by drinking sugary drink. No medical assistance was required.

Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.